Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in an unspecified, calcified target lesion, the fox plus balloon catheter ruptured at 6 atms during the first inflation. There was no adverse pt effect. A stent was implanted in the lesion and the case was completed. No additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot # was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any additional relevant info.